Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting, with lens rotation. The lens was repositioned and the problem was resolved. The cause of the event was reported as the device and a patient related factor.

Manufacturer narrative:
Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lensis identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).